Event description:
Information was received from a company representative regarding a patient who was implanted with neurostimulators for parkinson dual. A company representative reported a power on reset (por) was seen on the physician programmer (pp). It was indicated that a factory settings seen on the left ins when interrogated with physician programmer (pp) today in the clinic. Patient came in for regular checkup and did not report any symptoms. Due to reset, the implantable neurostimulator (ins) was off and went back to factory settings. Patient was reprogrammed and turned back on again. Patient reported feeling a little different. The ins showed 77 % stim used on physician programmer. A couple days later, rep provided that the cause of por was not determined. The device was turned back on by healthcare provider and patient was doing fine. The patient feeling "different" has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.